Event description:
Related manufacturer reference number:2017865-2021-39151. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker and the right atrial lead exhibited noise and inappropriate mode switch. No intervention was performed. The patient was discharged.